Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Knife, cartridge pan. The analysis found that one sc60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. Four cartridges were present; cartridges a, b, and c were received fully fired; cartridge d was received unfired, with the pan detached and with several drivers missing. In addition, several drivers were found inside the jaws and one driver was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for objects from interfering with the knife path during device firing and return, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any objects from the device. While no conclusion could be reached as to how the cartridge pan became dislodged from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was loaded with a green cartridge and was fired on the lung parenchyma properly till the 2nd firing. When the scrub nurse was going to load the 3rd cartridge, it could not be loaded and there was an abnormal sound. When the 3rd cartridge was removed once, the cartridge pan was detached off and the staple drivers fell out. The anvil jaw was tapped vertically on the mayo table a few times to remove the drivers. Then, as the gold cartrdige could be loaded into the device as usual, the device was fired. However, the jaw could not be opened after the firing even though the surgeon tried several steps to open the jaw manually. At that time, the sales rep entered the operation room. It was found on the monitor that a yellow plastic piece was stuck inside the jaws. Therefore, the knife could not return to the home position completely and the jaw did not open. The device was going to be removed by cutting both sides of the jaw with another device, but the tissue fell out without opening the jaw before cutting. The device could be removed from the patient without additional resection. The deployed staples were b-form shape. Reinforcement material was not used. When the 3rd green cartridge was checked, it was found that nine drivers were missing. Although six drivers and another broken piece were found, others were still missing. Additional followup: the doctor commented that as the chest cavity had been cleaned carefully and the cartridge had broken on the mayo table, it was unlikely that some drivers were left inside the patient.